Event description:
The customer returned the uretero-reno videoscope to the service center for a separate issue. During the device analysis, the service repair technician found the light guide lens cover to be dirty and corrosion on the insertion section/tube. Both issues were likely due to degradation. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, a definitive root cause of the dirt on the light guide lens cover and corrosion on the insertion section could not be determined, however, the issue was likely the result of component failure due to degradation, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.